Event description:
A hosp in (B)(6) reported via our distributor that a rt040 full face mask seal was found to be separated from the mask base while still in its unopened bag. This was found before pt use.

Manufacturer narrative:
(B)(4). The hosp had advised that the complaint device would not be returned for exam. Our eval of the event is based on the incident description provided by the hosp and our experience with previous complaints of a similar nature. Results: the rt040 full face mask features a mask base, seal and headgear. The mask seal is inserted into the mask base and is secured with glue. From the incident description provided by the hosp, it appears that the silicone seal lining the rt040 mask separated from the mask base while still in the packaging. We were unable to perform a lot check as no lot info had been provided. Conclusion: without examining the actual complaint mask, we are unable to verify the alleged seal separation in this instance or provide a definitive conclusion in respect of a specific root cause. We are aware that seal separation may occur if excessive force is applied to the mask. The rt040 mask is subjected to post-production tests to ensure the seal on the mask can withstand a removal force greater than 100n. We are monitoring this failure mode as a part of our ongoing trending.